Manufacturer narrative:
Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated procedure, the ipg was unable to communicate. Troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.